Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the rep covered an implant outside of her territory. The product was left for the implant inside of a bag. Inside the bag where two non-rechargeable stimulators, a few extensions, leads, accessories and a recharger bag removed from the box. When they completed the case and the patient was implanted with one of the implantable neurostimulators (ins). In post op the patient double checked to make sure he got the rechargeable stimulator. The rep told the patient that he got a non-rechargeable stimulator. The rep told the patient that he got the non-rechargeable stimulator because that was the product that was left for the case but the rep would make sure that it was programmed to give the patient the best longevity. Apparently, the rechargeable stimulator was removed from the outer box and placed in the recharger bag along with the patient programmer (pp). The rep programmed the stimulator to optimize the longevity of the battery. Based on current settings, if it was used 24 hours a day it would last 38 months. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.